Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, it was reported that the patient told the nurse that 'something feels wet," and the nurse noted an unspecified volume of blood leaked onto the bedding and floor. The customer contact reported the tubing bed separated "at the adapter." The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.